Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an lead1+ wire in the cable connecting the ECG a and b. The cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.